Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had issues with left eye. The patient could not see very far and was seeing halos around the light. The patient right eye is not pseudophakic, patient is afraid to have surgery done in his right eye since his left eye is so bad. The patient had to drive with his left eye closed in order to be able to drive. The patient is almost 6 weeks post operative and has had a yttrium aluminum garnet (yag) laser treatment, and still cannot see. The patient reported that, he is not sure if it is a product issue, he mentioned most likely not. No further information is expected.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. No other complaints in the lot. The manufacturer internal reference number is: (B)(4).